Event description:
No blood glucose levels reported. A medtronic employee related that the customer's provider reported that the customer's infusion set for the insulin pump was leaking at the site. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.